Event description:
Partial dislocation. Fluid in or around the joint. Fluid collection in the muscle around the joint and loosening of the implant. Continued pain. Continued problems walking. Continued pain sitting. Left hip replacement. Indications: left hip dysplasia, left hip osteoarthritis. Consults with other doctors (B)(6) 2009 to (B)(6) 2012 for pain and walking problems. Pain medication from 2009 to present. Physical therapy in (B)(6) 2011 and (B)(6) 2012.